Event description:
During procedure the cook ngage nitinol stone extractor was used one time and the device broke with a wire sticking out. The case was delayed to obtain a new stone extractor. There was no harm to the patient.